Event description:
A discordant troponin result was generated by the dimension rxl max with hm system. The result was released from the laboratory. The patient underwent a diagnostic coronary angiogram. The sample was retested two hours after the initial test and yielded a result within expectations.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and data, the fse determined that the cause of the event is not known. The fse performed routine maintenance on the heterogeneous module (hm). The fse also noted that the patient sample was not recentrifuged prior to retesting. The instrument is performing within specifications. No further evaluation of the device is required.